Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) displayed a user advisory 45 (not at "home" position after power-on/restart) message and was unable to clear it was confirmed during the functional testing and the archive data review. The root cause of the reported complaint was a defective integrated encoder gearbox. The archive data indicated ua45 around the reported event date, confirming the reported complaint. The autopulse platform failed functional testing due to intermittent ua45 errors, confirming the reported complaint. The integrated encoder gearbox was replaced to address the ua45. The ua17 observed in the archive was not reproduced during the testing. A brake gap inspection was performed to verify that the brake gap was within the specifications. The autopulse platform was subjected to a run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged, and it passed without fault or error. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
During shift check, the autopulse platform (sn (B)(6)) displayed a user advisory 45 (not at "home" position after power-on/restart) message and was unable to clear it. No patient involvement.

Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(6) for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
During shift check, the autopulse platform (sn (B)(6) displayed a user advisory 45 (not at "home" position after power-on/restart) message and was unable to clear it. No patient involvement.